Event description:
Pt had been getting higher than usual readings of blood glucose on her suspect device. The dr advised that she take glypizide in addition to other meds. Pt tested her blood glucose on suspect device with original strips and blood glucose=205 mg/dl. She then tested on new strips and blood glucose=75 mg/dl.